Event description:
The MFR's rep reported a pump volume discrepancy. The expected reservoir volume (erv) was 3.4 ml, but the actual reservoir volume (arv) was 17ml. No other reservoir volume discrepancies had been noted on previous refill appointments and no audible alarms were heard. The pump status was verified as being correct. The pt experienced a slight fever. The MFR's rep reported hcp is considering troubleshooting options, but stated " the pump was going to be replaced anyway since it was 6 years old." The drug contained in the pt's pump is lioresal intrathecal (2000mcg/ml) delivered at 900 mcg/day. Additional info has been requested, but was not available at the time of this report.